Manufacturer narrative:
(B)(4). The customer reports an ac power module that is defective. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports an ac power module that is defective. There was no reported pt involvement.